Event description:
Dexcom g7 - I had two back-to-back dexcom g7 sensor failures when replacing the expired sensor. So darn frustrating.

Event description:
Additional information for received on 11/17 for mw5178942 to add a second device. Pt code: 4580. Device code: 2588.